Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector of a large volume infusor was cracked which resulted in a fluid leakage during patient infusion. Within 41 hours into patient infusion, it was observed that there was a leak from a crack in the luer connector. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: correction : the device was manufactured from august 30, 2018 - september 1, 2018. The actual device was evaluated. The actual device was received with approximately 20 mls of fluid in the bladder and was returned without the non-baxter needless joint. A visual inspection was performed using the naked eye which found the white luer was damaged. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted